Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned impactor pad identified signs of repeated use and the device was confirmed to be fractured. Fracture analysis identified that the fracture was consistent with overload fracture failure mode. The device history records were reviewed and no discrepancies were identified. As the device has a field age of more than eight (8) years with unknown usage, the root cause is attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction with the femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.